Manufacturer narrative:
This device was used for treatment, not diagnosis. Acklin, y.p., sommer, c. (2012). Plate fixation of proximal humerus fractures using the minimally invasive anterolateral delta split approach; operative orthopadie und traumatology 24;61-73. This report is for an unknown plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: plate fixation of proximal humerus fractures using the minimally invasive anterolateral delta split approach; acklin, y.p., sommer, c. Operative orthopadie und traumatology (2012) 24;61-73. The study looked at 41 patients who were treated with philos plate (synthes). Eight patients were pain free and did not wish follow-up; two patients were in constant care and two patients died. Thus 29 patients (8 male and 21 female) were available with a mean age was 64 years (16-91 yrs). One patient required revision surgery after secondary progressive varus malalignment after six months. A second patient experienced atrophy of the anterior portion of the deltoid muscle due to damage to ventral branch of the axillary nerve. There were no reports of malfunction, intervention or clinical consequences for this patient.